Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product. (This follow-up MDR was mailed to the FDA on 8/28/98).

Event description:
After intra-aortic balloon pump for a short time, the intra-aortic balloon leaked. The intra-aortic balloon was removed and another intra-aortic balloon was inserted. On 5/20/98, the following info was reported to datascope: the intra-aortic balloon was inserted into the pt on 5/15/98. The intra-aortic balloon was inserted into the pt in the operating room by the cardiac surgeon. The doctor was unable to insert the intra-aortic balloon initially. Upon re-insertion of the same catheter, the intra-aortic balloon leaked. Blood was noted in the balloon. Another intra-aortic balloon was inserted without any problems. Event complications: unknown - reported 5/18/98, 5/20/98. Pt's current status: unk-reported 5/18, 5/20/98.